Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off and is missing and the lens is torn in half. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting an aspheric three piece collamer lens model cq2015a and a haptic tore. The surgeon removed the lens with no pt injury. The reporter stated that the lens was damaged during loading due to a technical error.